Event description:
This is filed to report the leaflet damage and increased mitral regurgitation that occurred after the mitraclip was implanted, which required an additional mitraclip procedure for treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015 to treat functional mitral regurgitation (mr) with a grade of 4. Two clips (50130u637, 50202u130) were implanted and the mr was reduced to <1. A control echocardiogram was performed on (B)(6) 2015, which observed a high severity of recurrent mr. The clips were confirmed to be securely attached to both leaflets. On (B)(6) 2015, echocardiogram found an mr grade of 4. Additionally, it was observed that the anterior leaflet was perforated in the area of the lateral clip. On (B)(6) 2015, an additional clip was implanted lateral of the previously implanted clips. An atrial septal occluder was then implanted between the two lateral clips to seal the leak which was caused by the perforation of the anterior medial leaflet. The mr severity was reduced from 4 to 2. The patient remained hospitalized at the time of the report. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history records of the implanted mitraclips identified no manufacturing nonconformities issued for these lots that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system. The reported patient effects of worsening mitral regurgitation and tissue damage, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. It is possible that due to patient anatomical frailty, the leaflet became weaker and became torn; however, this cannot be confirmed. Based on the information reviewed, a conclusive cause for the tissue damage resulting in worsening mr and the relationship to the device, if any, could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.